Manufacturer narrative:
Device evaluation: investigation was unable to confirm the complaint about a ¿cracked/damaged cartridge compartment.¿ unrelated to the original complaint, the battery compartment was cracked from the top. In addition, the pump cover was cracked between the corner of the lens and the case seal.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.